Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the patient was rotating the device in the pocket. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2026. Around (B)(6) 2026, the patient experienced movement with their ipg. An x-ray was done. Per the physician, the root cause of the event was that the patient was rotating the device in the pocket. On (B)(6) 2026, a successful pocket revision was done. The lead was straightened and the device was secured in the medial pocket. It was noted that the lead and impedance were tested and were both within normal range.